Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent posterior correction fusion due to scoliosis. Post-op, the inserted screw backed out near aorta. Patient underwent CT exam which revealed medial deviation of the screw. Screw was removed after rod contouring for securing a space following destruction of t-bolt with metal cutter. The re-operation was completed without any problem.